Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer¿s current blood glucose value was 84 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode the customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food. Based on customer¿s report customer did allege over delivery because of low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer reported insulin pump was not worn during a medical procedure. Customer did not recall insulin dripping or squirting from end of set before connecting at their site. Customer reported programming is accurate. Customer is unable to upload to carelink at this time. The insulin pump failed self-test. The insulin pump will not be returned for analysis.